Event description:
It was reported that the patient experienced prolonged hypoglycemia for approximately seven hours when they did not consistently treat low glucose while in bed, with self-treatment using soda in unknown amounts over that period and no device alerts or alarms reported, and this was categorized under an improper or incorrect procedure or method with no applicable device component implicated. Symptoms included low blood glucose. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to insufficient and inconsistent hypoglycemia treatment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.